Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a strabismus surgery on an unknown date and suture was used. Post-op, the patient experienced scleritis/scleral inflammation. The patient was treated with oral steroids and may have needed other immunosuppressants guided by rheumatologists. The surgeon opined a pro-inflammatory change in the suture that was used, especially can be triggered when there is underlying autoimmune condition. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3, b7, h6 additional information was requested, and the following was obtained: 47 y male, dob: 1973 ¿presented with longstanding diplopia for many years which was well controlled with prism glasses. ¿right hypertropia 16 pd and et 16 pd ¿single with prisms. Right ht worse in left gaze ¿MRI b and orbit ¿nad ¿thyroid/ myaesthenia negative MRI - ok case 3: course surgery ¿bilateral mr recession 4 mm (left on adjustable) (right 6-0 vicryl, left 5-0 vicryl) ¿right sr recess (fdt tight) 5 mm adj (6-0 vicryl) ¿left ir recess (fdt not tight) 3 mm adj (5-0 vicryl) ¿right io recess to park point next to rir postop course: week 1 ¿started on g.pf qid + chlorsig qid ¿week one review ¿doing well. Comfortable. No pain ¿good range of single vision without prisms -happy postop course: 1 month post -op ¿severe deep, boring pain in left eye with increasing redness ¿wakes up at night and difficulty sleeping because of pain ¿very tender on palpation ¿right eye comfortable 1 month left eye - rx: oral prednisolone 75 mg and taper, g. Pred forte + chlorsig case 3 -course: ¿pain significantly reduced on prednisolone ¿initially fast taper done over 2 weeks, but as steroid dose decreased to 25 mg ¿pain returned. ¿prednisolone increased again and slower taper over 2 months ¿bloods unremarkable 4 weeks of prednisolone, 8 weeks later ¿off pred.